Event description:
It was reported that during a lap gastric bypass, the device had difficulty in firing and there was no staple line on one side. They opened a new device to complete the case. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.